Event description:
The patient reports that she woke up with symptoms, and could not breathe. She was taken to the ER (emergency room). It was determined that the device was not working, so it was replaced. The patient also reports that she had the device checked in the clinic six days prior. Call received through technical services reports the device was at no output and no magnet response. Pt's intrinsic rate in the 40's. Device changeout out was done following day. No further patient complications have been reported as a result of this event.

Event description:
The patient reports that she woke up with symptoms and could not breathe. She was taken to the ER (emergency room). It was determined that the device was not working, so it was replaced. The patient also reports that she had the device checked in the clinic six days prior. A call was later received through technical services reporting that the device was at no output and had no magnet response. The patient's intrinsic rate was in the 40's. A device changeout out was done the following day. The device was subsequently returned with a report of telemetry difficulty and no output. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed a no output, no telemetry condition, consistent with the reported event. This condition was found to be the result of lifted hybrid bond wires.